Event description:
It was reported that the mount would not disengage from the implant at the time of placement. The procedure was completed using another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient ID not provided. Patient weight not provided.

Manufacturer narrative:
Zimmerbiomet complaint number(B)(4) the reported device was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. No pre-existing conditions were noted on the product experience report (per). The patient was noted to have moderate density (type ii) bone. The returned device was intended for tooth # 15 (fdi) and was used, placed and removed on the same day. X-ray or picture was not provided. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Complainant reported that the mount would not disengage from the implant at the time of placement. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI h3: device evaluated by manufacturer h4: device manufacture date h6: evaluation codes; type of investigation, investigation findings, investigation conclusions h10: additional narrative

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Upon ongoing investigation it has been identidied that the item received does not correspond with the reported. Therefore this product has not been received. This report is intend to capture the product return yes , to no.